Event description:
It was reported that the cartridge was leaking from the septum. Customer loaded a new cartridge to address the issue. Additionally, it was reported that resistance was experienced when filling multiple cartridges during the load sequence. The issue was resolved by performing a supply change. Customer's blood glucose level was 150 mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.